Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. The device was evaluated by the field service engineer and the reported problem was confirmed. Since the backup alarm, which should occur when power is lost was not sounding, the field service engineer replaced the central processing unit (cpu) printed circuit board assembly (pcba) to address the reported issue. Unit was then checked overall, cleaned, and functionally tested.

Event description:
The customer reported backup alarm failure. There was no patient or user harm reported.

Manufacturer narrative:
G4: 15oct2019; b4: 16oct2019. A central processing unit (cpu) was returned for analysis. A visual inspection of the returned component was performed, and no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the cold solder between the braided copper wire and the brass plate in the (ls1) buzzer, which generated the backup alarm failure diagnostic code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported backup alarm failure. There was no patient or user harm reported.